Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25639. It was reported that the patient presented experiencing inappropriate shock. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited undersensing of supraventricular tachycardia resulting in inappropriate shock and the left ventricular (lv) lead exhibited loss of capture. The ICD was explanted and replaced, while the lv lead was capped (B)(6) 2021. The patient was in stable condition.